Event description:
It was reported that during a routine visit, non-physiological noise was observed on stored episodes. The lead remains in use and is being monitored. No patient complications have been reported as a result of this event.